Event description:
Improper marking of head images per r/l sides of head. This had been identified approx. One year ago but thought corrected by company. No known harm has occurred to patients. This was again identified 2/10/93 at which time company was notified and indicated it was a problem with software. The hiospital began marking all CT scans of head manually to assure accuracy. Patients of 3/4/93; the scan again showed milabeling at which time company rep. Was notified & software (new) program installeddevice not labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 4.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: computer software problem. Conclusion: software/firmware caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.